Event description:
It was reported during procedure the stabilizer punctured the delivery catheter. This is noted to have occurred outside the pt. There was not reported clinical consequence.

Manufacturer narrative:
(B) (4) catheter puncture. Add'l info was requested from the user facility. From the responses received it was determined that the physician has noticed the catheter had been punctured when he tried to utilize the syringe and noticed it sucked back air.